Event description:
The sling came off during a lifting procedures. The resident either pulled on their or the hoist's arms to make themself more comfortable when the sling becomes loose and disengaged from the lifter.